Event description:
It was reported that the retainer clip behind the device's therapy connector was not in place, allowing the connector to move in and out of the device. There was no pt use associated with this event.

Manufacturer narrative:
The customer confirmed that the retainer clip was replaced. Proper device operations was then observed through functional and performance testing. The replaced retainer clip will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.